Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (400 mg/dl). The cause for elevated bg levels is unknown. System check with tandem technical support was performed and the pump was functioning as intended. Customer delivered insulin injections to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.